Event description:
Report received from the u.s.a. Stating that the device's hose had separated at the pressure relief valve. The device was being used during surgery, but there was no pt or user injury. It is unk if there was a delay in the procedure. There was no additional info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. Ref: (B)(4).